Manufacturer narrative:
(B)(4). Additional follow up: 1. Was the tissue being pushed out of the device by the knife blade? Yes the tissue was pushed. 2. What was the appearance of the cut line (jagged, rough, crooked, irregular or ripped cut)? The staple line was open. 3. Was the target tissue fully cut? According to the surgeon yes. 4. On what tissue type was the device used? At what location on the tissue? Stomach, body of the stomach. 5. If buttressing material was utilized, which product was used? No buttressing. 6. Was the instrument fired across or near an existing staple line or clip? Following existing staple line. 7. If any unexpected noises were heard, when were they heard? No. 8. Were any of the forces higher or lower than expected (closing, firing, or opening)? No the usual. 9. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes ,without any intervention 10.was there any difficulty removing the device from the tissue? No. 11.did the prolonged procedure clinically impact the patient or change the post-operative care? According to the surgeon there was bleeding and he had to use sutures , the patient was released 2 days after the surgery (as usual). 12.how many devices will be returning? One device , one reload. What was the condition of the patient immediately after the event? Stable. Relevant test/lab data (submit results with this report) unknown. Relevant history/pre-existing medical conditions obesity the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A dvd was received. Based on the review of the video it is believed that the complication experienced with the device with a gold cartridge could have been the result of crossing and existing staple line at an angle to close to perpendicular.

Event description:
It was reported that during a sleeve gastrectomy the surgeon used the device. After separating adhesions, he began using the endocutter. 2 green reload and 1 gold was used for the firing. According to the surgeon those firing sequences went well. Then a fourth reload was used, a golden one. The surgeon placed the endocutter¿s jaws on the tissue and waited 30 seconds before firing. According to the surgeon he sensed nothing out of the ordinary during placing the endocutter. During the first stroke of the fourth reload he started to notice tissue milking out but he decided to complete the firing. When he opened the jaws bleeding occurred. He took a grasper and held the bleeding vessel put gauze and used a "suction" to clear the field of view. After cleaning the area it was clearly visible a large opening in the stomach. According to the surgeon he didn¿t put clips where the opening occurred, opened a new device and continued the resection using gold reloads. No incidents reported on those firings. At the end of the resection stage the surgeon amended the open part of stomach using sutures (where the incident occurred) and few more parts of the staple line. Later he performed a methilen blue inspection which went well with no leakage. The surgeon then used biological glue ¿ "evicel" over the staple line and sutures. The patient remained with a drain. A day after the surgery the patient underwent a reflection test, it was ok. The procedure was prolonged by 90 minutes.